Manufacturer narrative:
(B)(4)

Event description:
Same case as MFR#: 2134265-2010-02403.it was reported that during a ureteral stenting treatment procedure there were difficulties positioning the stent. The physician attempted placing the f/g flexima us/8/24 stent but the ampltz guidewire could not be removed. The stent and guidewire were removed together. The physician repeated the attempt using the same devices but again the guidewire stuck. The devices were removed together and the procedure was completed with another device. The patient status is listed as stable with no complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: no flexible cannula was returned with the device. The stent was found to be kinked in two places. The kinks were located at 1.2 and 10.5 centimeters from the proximal end of the stent. The guidewire with positioner on it was found to be bent. The positioner would move freely along the undamaged portion of the guidewire. A functional evaluation found that the guidewire could be backloaded into the stent with slight resistance being felt during passing of the guidewire due to the residue inside the stent. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MFR#: 2134265-2010-02403, 2134265-2010-02960, 2134265-2010-02948. It was initially reported that the physician repeated the attempt using the same devices but again the guidewire stuck. Additional information received revealed that another f/g flexima us/8/24 stent and amplatz superstiff guide wire were used the second time and there were still difficulties positioning the stent.